Event description:
During surgery the screw would not insert on the atrial header of the pacemaker. After multiple attempts, a different pacemaker was utilized with no problems. Diagnosis: needed for dialysis.